Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced suspected dampened waveform readings. As a result, a right heart catheterization was performed on (B)(6) 2018 to evaluate the pressure readings. No recalibration was needed, however the dampening has been determined to be due to low flow to the sensor.